Manufacturer narrative:
The tech found he can get the trendelenburg function to work if he taps on the trendelenburg solenoid. The tech replaced the solenoid and the trendelenburg box assembly but the issue remains. Repairs have not been completed.

Event description:
Info received indicates, the trendelenburg function is not working.